Manufacturer narrative:
The patient was hit on the head which resulted in a bruise. The manufacturer has requested return of the arm for evaluation. A dealer service technican perfomed a visual inspection at the site and noted the side rail pins were broken accompanied by metal shavings.

Event description:
The hygienist went to postion the tubehead at the patient and the scissor arm broke loose dropping down and hitting the patient.